Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. International UDI: (B)(4). Philips field service engineer (fse) performed periodic maintenance and found that the green led lamp flickered so the power switch overlay was replaced. The fse also found a specification of zero point of flow was out of the allowable range at test 5, so the flow sensor assy. Was replaced. The unit was checked overall and run in tested. No abnormality was confirmed.

Event description:
Philips field service engineer (fse) reported the unit air delivery/flow accuracy was out of tolerance and the green light emitting diode (led) lamp flickered. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 11jan2019. The gas delivery system assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.